Event description:
The affiliate initially reported a customer with hydrogen peroxide contact after handling a new cassette. After further follow-up, the affiliate found that the customer had received the contact while removing items from the unit. The affiliate discovered that the customer was using the sterrad to remove excess moisture from the device. The customer was instructed that this is incorrect use of the unit and moisture in the load is the cause of the hydrogen peroxide contact. The customer did not seek medical attention or require treatment for the contact. The asp field service engineer serviced the unit.